Manufacturer narrative:
Based on the information provided, it cannot be determined if the alleged blistering, cellulitis or hospitalization are related to prevena therapy. Device labeling, available in print and online, states: infected wounds: as with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, prulent discharge, or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and / or orthostatic hypotension, or erythroderma (a sunburn-like rash). Silver in the interface layer of the prevena incision dressing is not intended to treat infection, but to reduce bacterial colonization in the fabric. If infection develops, prevena therapy should be discontinued until the infection is treated. Patients should be instructed not to turn therapy off unless: there are serious signs of allergic reaction or infection. Patient should be instructed to contact the treating physician if: signs of infection are present.

Event description:
On aug 04 2015, the following information was reported to kci: the "surgeons are concerned some blisters" allegedly caused cellulitis. A patient was admitted and received intravenous antibiotic therapy to "ensure the joint would not get infected." On aug 12 2015, the following information was reported to kci: a (B)(6) female patient had a prevena placed over her right total hip arthroplasty revision, performed at (B)(6) medical center. Date not provided. The patient was subsequently admitted to the hospital on (B)(6) 2015 until (B)(6) 2015 for the administration of intravenous antibiotic therapy. An image was provided exhibiting a moderate size blister, distal to the patient's lateral lower thigh wound edge, and superior to the patella with mild redness outside the drape area. No additional information is available. The unit's serial number and dressing lot number were not provided, therefore kci cannot conduct a device evaluation of the unit nor a device history review of the dressing.